Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer corrected the time. Reportedly, insulin delivery was resumed successfully. Customer¿s blood glucose level was in 68-77 mg/dl range.